Event description:
It was reported that the tip detached. The lesion being treated was located in the bladder. While attempting to place percuflex¿ nephroureteral stent it was noted that the tip fell off in the patient's track. The physician pushed the tip into the patient's bladder and attempted to place another stent but was unable to because of where the previous catheter's tip was located. The procedure was completed with another device. No patient complications were reported and the patient will return for an outpatient procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).